Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed to try and address the issue. Customer's blood glucose was 165 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.